Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found to be out of specification with respect to the reported symptom, which was confirmed. During the evaluation of the device, the door not fully latched message was experienced caused by a damaged upper link switch. The upper auxiliary assembly, which contains the upper link switch, was replaced.